Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code due to an extended magnet application. Review of the device data confirmed the battery voltage had dropped temporarily and it currently recovering. No further changes were made and the s-ICD remains in service. No adverse patient effects were reported.